Event description:
The pt was implanted with a vented electric ventricular assist device (lvad). It was reported by the vad coordinator that the pt had flown by airplane from one state to the implanting center in another state for eval of a possible pump exchange. While in the hosp, he experienced multiple yellow wrench alarms and the pump was expelling large amounts of black dust, indicating pump end of life. Approx two weeks later, the pt was placed on pneumatic support using stroke volume limiter (svl) and ip console. A decision was made to replace the lvad with the MFR's clinical trial lvad. Unfortunately, the pt expired three days later.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time.